Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During acl reconstruction a 1.2mm wire was used as an alternative wire as the shaft for the 2mm guide wire was missing from the theatre set. The wire broke when withdrawing it from the screw and was left in situ. Surgery was completed but slightly less than 2mm of wire was left in situ protruding into the left knee joint in the intercondylar notch. Surgeon sought a second surgical opinion and both agreed to leave the wire in situ so as not to jeopardize the graft. Patient was informed of the incident by the primary consultant. The consultants care management plan for the patient includes clinical follow up and surveillance of knee joint including the wire through serial x-ray for 1 year.